Event description:
During a laparoscopic cholecystectomy the surgeon was using the ez35w and the handle broke off. There was no consequence to the pt. 11/4/96 - rep reported the firing handle snapped completely off. The case was completed with another device.

Manufacturer narrative:
Firing trigger broken.